Event description:
Health professional reported an alleged removal and replacement of a lap-band access port with no info provided regarding the reason for explantation. It was reported that the pt received treatment, but no add'l info was provided. Health professional stated "the original port was removed and tested, but no leaking could be confirmed." F/u is being conducted, but info has not been received.

Manufacturer narrative:
Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."